Event description:
The manufacturers representative reported the patient had never before had a pump and had failed 2 trials of lioresal 75mcg delivered via lumbar puncture. The patient's family wanted the patient to have the pump, so it was implanted and the patient was started on lioresal 500 mcg/ml at 50 mcg/day. The patient "seemed like he was almost overdosed. He was arousable, but very sleepy." The patient had a high cervical placement of the catheter. The patient had no other treatment but monitoring overnight. The patient recovered within 24 hours without sequela.